Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 40mg/dl and a seizure. Cause of low bg level was unknown; however customer has an unrelated kidney failure which may have contributed. Bg was treated with intravenous saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.